Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a non-footed position. As a result of the rupture, approximately 100 ml of solution collected in the housing. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The following information was inadvertently omitted from the previous medwatch: this device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the bladder rupture issue is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(4) that one (1) folfusor sv2.5 ml/h experienced a ruptured reservoir after filling. This device was filled with sodium chloride and 5-fluorouracil. This event occurred prior to patient use. There was no patient injury or medical intervention. No additional information is currently available. This is report 1 of 2 with the same reported problem from this facility.